Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
A compressor mini was reported having water in output air. The compressor was used standalone, not connected to hospital air. The drainage valve was replaced and the unit was cleared for clinical use. The faulty drainage valve was not sent back for further investigation and no logs were provided. The drainage valve is part of the system that reduces the amount of moisture in the compressed air. When the damp has condensed, the function of the drainage valve is to open the transport of the water to a drainage bottle. In the start-up sequence, the drainage valve will also release the pressure in the compressor cylinders to have a smother start of the compressor. This could lead to a situation where the compressor is not starting as expected. Alarms will be activated both on the compressor and a connected ventilator. As no part was sent back, the root cause of water in the output air could be determined.

Event description:
It was reported that the drainage valve in the compressor was defective. There was no patient involvement. Manufacturer's reference #: (B)(4).